Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Date of event is estimated.

Event description:
It was reported that the patients lead has high impedances. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient¿s lamitrode lead had high impedance. The patient experienced a loss of therapy (B)(6) 2023. The physician planned to replace the lead and requested authorization from the health plan. As of (B)(6) 2023, surgery had not been scheduled. As such, the rep was informed the record would be closed and reopened as needed. Since neither the lot, batch nor serial number were available a device history review could not be performed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.